Event description:
Pt with ruptured silicone implants placed in 1977. Found to have extra capsular rupture of free silicone of both right and left sides, some diseased breast tissue with adherent calcium also removed.